Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer created a new basal settings profile, but did not turn the carbohydrates to "on" in the bolus setting. The customer entered 10 units instead of the intended 10 grams of carbohydrates and delivered the bolus. Blood glucose (bg) level decreased to 52 mg/dl, and was treated with juice, bananas, and carbohydrates. The customer acknowledged the reported issue was due to user error, and bg level increased to 173 mg/dl. Additionally, the customer successfully turned the carbohydrates settings on.